Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under both back therapy pads. The patient does have sensitive skin. The irritation was described as red and itchy. There was no open skin or bleeding reported. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient return the device, it is unclear if the doctor released the patient from the device due to irritation. Reporting out of an abundance of caution. Follow up indicated the irritation improved.